Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was 120 mg/dl. Customer stated that the pump had colors on the screen. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. Insulin pump was tested with no missing segments/partial display noted.